Manufacturer narrative:
Concomitanat medical products: product ID 8578, lot# n114499, implanted: 2007-(B)(6), product type accessory. Product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had an infection following a revision. It was stated that the ¿healthcare provider forgot to give the patient prescription for antibiotic.¿ it was noted that patient remembered several days later and the healthcare provider ordered a prescription. It was reported that the patient saw the healthcare provider on 2014-(B)(6) because of severe pain at the incision site. It was noted that the healthcare provider told the patient it would take eight more weeks for the patient to ¿feel better¿ because of the patient¿s ¿disease.¿ it was reported that ¿it continued spreading/getting worse.¿ in (B)(6) 2013 a nurse asked if patient was feeling warm, it was noted that the patient was really warm and the following day the patient¿s friend ¿touched it and it was hot.¿ the following morning the patient called their healthcare provider and was told to go to the ¿hospital where it was done, to check it.¿ on the way to the hospital it was noted that the patient had chest pain and took three nitroglycerin tablets. It was stated that the patient had an infection and was given IV antibiotics but the hospital ¿would not help her heart¿ and were going to transfer the patient on another hospital. A CT scan was done and it found a ¿pool of infection around pump.¿ it was stated that infection disease saw the patient and suggested ¿possibly having to remove and clean pump for a few days then put it back in.¿ it was noted that ¿they did not do that.¿ the patient was discharged on 2013-(B)(6). It was stated that the ¿infection almost killed her.¿ the pump system was delivering clonidine, bupivacaine and dilaudid. Additional information received reported the patient started complaining of incision pain a few days after revision. The patient was admitted, fluid from the incision was cultured. The patient was given antibiotics as a precaution. It was noted that the culture came back negative and was determined to be non-infectious seroma fluid. There was never an infection. The patient was doing find and getting good therapy.

Event description:
The patient had mentioned that cultures were taken, but they did not grow. The patient also noted they used lidocaine ointment because the pain was so bad.